Manufacturer narrative:
The manufacturer previously reported receiving information alleging ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. The device did not meet acceptance criteria of evaluation process due to a critical error for ventilator service required. The device was not repaired. The device was scrapped. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery needs to be replaced to address the issue. No repair was performed. The unit will be scrapped.

Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. The device did not meet acceptance criteria of evaluation process due to a critical error for ventilator service required. The device was not repaired. The device was scrapped.